Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on the 25th september 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2015 and that it had performed to specification up to the 22nd october 2017. Additionally, on (B)(6) 2017, the device begins to record multiple manual power ons, mainly of ten minutes duration. These manual power ons continue up to the last log entry on (B)(6) 2017. During this time, an installed pad-pak became depleted. The returned pad-pak was inserted into the device and failed to power on correctly. A test pad-pak was inserted into the device and successfully passed a self-test during a manual power cycle. A "warning memory full" message was given at shutdown and the status led continued to flash green. The device was disassembled to investigate. After further investigation the reported fault was determined to be caused by a membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.